Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that the x-rays provided do not indicate a reason for the stiffness. Without the device, rehab notes, operative reports, or relevant clinical information the root cause of the report stiffness and pain cannot be determined. We cannot rule out the buildup of scar tissue as a contributing factor. Per communications, the doctor believes this product was not defective but technical issues. The future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. Should any additional medical information be provided this complaint would be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Pain is a potential complication associated with any surgery. Some potential probable causes of this event could include patient reaction or a post-operative healing issue.

Event description:
It was reported that a revision surgery was performed due to stiffness and pain from the customer.